Manufacturer narrative:
Updated section h3 to yes, for device evaluated by MFR. Updated section h6 component code to g04019 cannula.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have tears and cause a leakage. Fluid was observed exiting the tears. It could not be determined when the tears occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod, on their abdomen, between 5 and 24 hours. Investigation of returned device found the cannula to be torn. The device was originally reported for no leaking during wear and failure to adhere. As treatment, a new pod had been placed.